Event description:
It was reported that one day post implant, the right ventricular lead exhibited high threshold. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).